Event description:
The cam02 inter-cranial pressure and temperature monitor had a damaged connector icp cable. It was unknown if the device was in contact with a patient, if the patient was prepped for surgery, if there was patient injury or death alleged, and if there was any delay in surgery due to the problem. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 25jan2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the cam02 monitor was received on the 21-jun-16 and investigation completed on the 21-jun-16. The failure analysis evaluation verified the complaint incident. The 3 connectors on the back of the monitor (flexetn, icp and ict camcabl) were confirmed as damaged and required to be replaced. The DHR review could not be completed for the cam02 monitor reported as defective since the DHR (device history record) for cam02 monitor serial number (B)(4) could not be obtained from the ils (B)(4) archive. (B)(4) has been initiated to address the DHR archiving process. Corrective actions as required will be completed as part of the car process. The DHR review will be completed as part of the failure analysis and root cause report if the documentation becomes available. A review of cam02 complaints was completed in (B)(6) using the key words ¿damaged connectors¿ in the search criteria. The review encompassed dates 28-jun-15 to 10-aug-16. A total of 122 complaints were reviewed of which this complaint is the single complaint occurrence that contained the search criteria. A trend has not been identified therefore no further review is required. Future incidents of this nature will be documented for recurrence and trending purposes. Rate of occurrence: during the time period ¿jun 15 to aug 16¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold per cam02 monitor customer to calculate the quantity of usages. One catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints over the review period with the key word identified in the complaint review (1) can therefore be calculated as (B)(4) of procedures. This percentage is above the expected ¿improbable¿ rate of occurrence. Conclusion: the 3 connectors on the back of the monitor (flexetn, icp and ict camcabl) were confirmed as damaged and required to be replaced. The cause of the damage sustained to the connectors was not identified. Root cause was not determined.